Manufacturer narrative:
Testing and investigation found that the device door roller was broken off. Further testing found the front case and the control kob position were damaged. The control knob position does match the displayed position and the device is programmable. This was due to use in the customer environment. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller pin was broken. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.